Manufacturer narrative:
The reported events are of infection, drainage, and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, infection, drainage, and wound dehiscence.

Event description:
Patient reported infection thought to be ¿related to the body¿ but later felt the prosthesis "burst." ¿the prosthesis did not hold on¿ to patient¿s breast, ¿kept slipping, it opened two holes underneath and a liquid was coming out.¿ physician ¿tried to hold the prosthesis by bandaging, but it did not, 4 days later it started to leak a lot¿ and patient developed ¿fever.¿ ¿15 days after the implantation,¿ the device was explanted. Antibiotics were given as treatment. This relates to the right side.